Event description:
There was no additional information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The following sections have been corrected/updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Visual inspection confirmed there was a hair-like debris sealed inside the pouch of the tip, as well as what appeared to be raised or embedded spots on the plastic wire. Debris is non-conforming with packaging specifications. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). . Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: foreign: japan.

Event description:
It was reported outside of surgery, the distributorship that the products were found to be nonconforming. The unit had a hair-like substance. There was no patient involvement. Due diligence is complete, there is no additional information available.